Event description:
It was reported that the pt encountered an "antenna too hot" message displayed while recharging the implantable neurostimulator. The pt was to let the recharger cool down completely and attempt to recharge again. It was later reported that the pt received repeated "antenna too hot" message, that usually were displayed about thirty minutes into a recharging session. The pt also experienced difficulty turning on the stimulation and "nothing happened" when the pt attempted to do so. It was later reported that the pt experienced a loss of stimulation sensation, that began about one week ago after lifting a heavy object. The pt was unable to feel any stimulation after increasing the stimulation to the maximum level. The thermometer symbol was also displayed on the recharger at this time. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).